Event description:
It was reported that the patient complained of fatigue. Upon interrogation, the pulse generator exhibited output anomaly. The device was reprogrammed. The patient would continue to be monitored.